Manufacturer narrative:
Section a4 (patient weight), a5 (ethnicity): unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor performed lens exchange on patient's right eye (od) due to visual disturbance. It was indicated that the doctor will wait for the outcome of explant of the right eye (od) to see if it helps improve the patient's issue and doctor does not know yet but if no visual improvement, they will move to next step for explanting the lens in the left eye (os). The replacement for od is dcb00 19.5 diopter (d) size lens. Further information confirmed that report was actually for a bilateral lens (ou) explant. Apparently left lens (os) explant occurred before the right lens (od) explant. The lens in the left eye was replaced with a dcb00, 20.5d. Reason for both explants was visual disturbance. Unknown if there was any incision enlargement, vitrectomy or sutures done. Patient is doing well on both post-explants. No other information was provided. This MDR report pertains to the right lens (od). A separate report will be submitted for the left lens (os).